Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported 3 infusion sets have leaked insulin and fallen off. He experienced hyperglycemia in the 400's mg/dl as a result and was capable of self-treatment. No adverse event was reported. The alleged product was replaced and requested for evaluation.